Event description:
The pt was implanted with a sparc sling on (B)(6) 2004. Following this implant, it was reported that the pt has "severe pain all the time: cramping (like menstrual cramping). Incontinence all of the time (1 roll of toilet paper daily), lower back aches all the time, more when standing or walking." It was also indicated that the pt has pain which radiates down legs and groin area along with bladder infections and blood in her urine. The pt has been hospitalized 8 times in the past 7 years for "what the doctors said was diverticulitis." The pt indicates she had a second opinion at another hospital "which now they are saying that I have never had.....

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.